Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on multiple lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. A patient experienced ineffective therapy/ high impedance was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.